Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, the initial non-medtronic guidewire did not sit well the apex and did not align bias the valve toward the greater curvature of the aorta. Therefore, the valve was resheathed via the delivery catheter system (dcs) to allow for wire exchange with a different non-medtronic guidewire. Additionally, the dcs recaptured the valve 2 times due to valve being placed too low and valve dislodgment. Ultimately the valve was successfully implanted. Additionally, during the implant procedure, a complete heart block (chb) with escape rhythm with a rate of 50 beats per minute (bpm) was identified. In turn, a temporary pacemaker was left in place and the electrophysiologist was consulted. Within 1-2 hours post procedure, it was reported that the patient returned to her native rhythm of right bundle branch block (rbbb). The patient continued to be monitored via a temporary pacemaker which was discontinued the following day. At discharge, electrocardiogram (ECG) showed the patient remained in normal sinus rhythm with rbbb. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-26us (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2022; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.